Event description:
It was reported that the patient was experiencing prolonged ipg charging. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible one. The patient was doing well postoperatively. The explanted ipg will not be returned per hospital policy.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.